Event description:
It was reported that the user experienced recurrent low glucose while using the ilet, including readings down to 40 mg/dl, treated with oral carbohydrates such as sports drink and fruit punch, followed by rebound highs and subsequent lows; logs indicated missed meal announcements, and insulin delivery later resumed as usual after reconnection to the ilet. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a usage problem identified related to improper or incorrect procedure or method, and no specific device component applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.

Manufacturer narrative:
Initial.